Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the device is presented with a speaker malfunction error message and no sound was coming from the device. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
The device was returned to the philips bench. A philips bench repair technician (brt) evaluated the device and could not reproduce the reported issue. Even the speaker was confirmed to be working, the speaker was replaced per current process on precaution. Based on the information available and the testing conducted, the cause of the reported problem could not be reproduce and the cause remains unknown. The reported problem was not confirmed. The device was operational after repairs were completed and the device was returned to the customer. The investigation concludes that no further action is required at this time.